Event description:
A medtronic representative reported that, while in a cranial procedure, the integration system lost the ability to track the patient frame and displayed red status. The passive planar continued to show green status. In trouble-shooting, re-starting the software and replacing the spheres did not resolve the issue. A system re-boot restored function and the frame was able to be tracked. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Patient weight not made available from the site. 03/18/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 03/18/2015 a medtronic representative, following-up at the site, reported being unable to replicate the issue; patient frame was tracking without issue. - 03/24/2015 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. The polestar integration system software has a reduced camera volume compared to other software. When a frame, or instrument, approaches the boundary of this volume, the system will no longer recognize it (compared to other software where it would just go to red status). Recommended the site use the tracking view to make sure they have their frame and instruments as close to the center of the volume as possible (both in the crosshairs and on the close/far scale). - no further issues have been reported.